Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found approximately 30 percent of the teflon pad broken off/missing from the distal tip jaw with metal exposed. The missing portion of teflon pad was not returned for evaluation. Additionally, the exposed metal on the jaw cause a short circuit error when activated with the jaws the fully closed due to the metal to metal contact. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device detached exposing metal. No device fragment fell into the patient. At the time of the device failures the doctor was performing cut/seal on the patient¿s tissue. A second device was used that caused a ¿cut and cauterize time out¿ error to appear on the generator. The staff performed troubleshooting of the device and discovered the generator settings of 1cut/3coag were incorrect. No visual damage was observed on this hand-piece; however, it was replaced and the generator settings were changed to 3cut/1coag. There was no bleeding observed. The intended procedure was completed with the third similar device. There was no patient injury. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.